Event description:
It was reported via trial that approx 21 months post direct stenting of a xience v stent in the mid left anterior descending artery (lad), the pt experienced exertional chest tightness and shortness of breath, lasting approx 10 minutes after stopping activity. On (B)(6) 2010, a diagnostic angiogram showed 75% in-stent edge stenosis and 75% de novo stenosis in the distal vessel. A non-abbott stent was placed with minimal overlap to the xience stent. There was no adverse pt sequela reported. On (B)(6) 2010, the pt was discharged. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. Since it was reported that the 2.5 x 12mm xience v stent was implanted via direct stenting, it should be noted that the xience v IFU states: "pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated." In this case, it cannot be determined whether the IFU deviation contributed to the reported pt effects.